Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to display the battery voltage, however, the overall device longevity was still visible. The ICD remains in use. No patient complications have been reported as a result of this event.